Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Foreign: reported event occurred in (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history record (DHR) was performed and found the units were released to distribution with no deviations or anomalies. Review of the complaint history identified no further issues for implant impinged. Without an opportunity to examine the device, the root cause could not be determined and the event could not be confirmed. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists, ¿ femoral component impinges on acl¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 10330/10331/10332/10333 this report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during a total knee arthroplasty (tha) procedure of the right knee, the surgeon noted that the femoral implant impinged on the anterior cruciate ligament (acl). The operative time of the procedure was 85 minutes. No further intraoperative complications were reported. No additional information is available at this time.

Manufacturer narrative:
This supplemental report is being submitted to correct previously reported information. Reported event was initially reported as a foreign complaint occurring in (B)(6). Corrected information received indicated the event occurred in the united states. The following field was updated with corrected information: report source: foreign: not selected. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 10331/10332/10333/10336. This report is being submitted late as it has been identified in remediation.